Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was exchanged for a longer length lens. The problem was resolved. Cause is unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 4581 - rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Manufacturer narrative:
Type of investigation (b): 10 missing from supp 1. Investigation conclusions (d): 4310 missing from supp1. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).